Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient believed shocks had been delivered due to chest pain. A review of the patient's transmission revealed the patient had received no shocks but the right ventricular (rv) lead capture thresholds had increased. It was recommended that the patient be worked up for ischemia or myocardial infarction which may explain the chest pain and increased thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.